Manufacturer narrative:
Added g3/g4, h1/h2, h6. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." Engineering evaluation summary: the gore® tag® thoracic branch endoprosthesis aortic component (ac) device evaluation showed the following: the device evaluation showed the short sleeve deployment fiber was broken adjacent to the deployment knob. The other end of the short sleeve deployment fiber was returned. The two broken ends of the deployment line were examined. There were no irregularities observed with the long sleeve deployment fiber. Additionally, the device evaluation showed that no irregularities were observed on the delivery catheter. The reported event description states that the ac device ¿deployed distally but did not deploy proximally¿ and the ¿device once deployed had dropped distally.¿ the partial deployment could not be confirmed as the ac endoprosthesis was not returned and no images were provided. The device movement could be confirmed, given the images provided. No root cause for the report of partial deployment and device distal movement could be identified a manufacturing deficiency associated with the ac device was not identified during the device evaluation.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, patient underwent an endovascular procedure to treat an aneurysm utilizing a gore® tag® thoracic branch endoprosthesis (tbe). Reportedly, a thru-wire access was obtained after a 22fr sheath was inserted from below and 5fr sheath from the brachial access. The tbe was pre-curved outside the body and inserted over the double curve lunderquist and thru-wire through the port. Wire wrap was removed in the descending arch then advanced to the left subclavian artery (lsa) without wire-wrap. Angiographic run was completed to confirm position, secured by one surgeon and then deployed rapidly by the second surgeon. On deployment of the tbe graft, it deployed distally but did not deploy proximally. The catheter was then nudged both forward and backward to stimulate deployment but this did not happen. A gore® molding & occlusion balloon catheter (mob37) was prepped to use to inflate and stimulate deployment but before it could be completed, the tbe spontaneously completed deployment. During this time, which was around 60-90 seconds, there were some ectopic beats but the patient appeared to be stable. The device once deployed had dropped distally by approximately 15-18mm, so the proximal material ring was in line with the distal lsa origin instead of the left common carotid artery (lcca) distal origin. As the pieces were touching the lsa origin and there was no disease proximal to the lsa, the side branch was inserted and deployed, followed by a second side branch to achieve seal into the lsa. A distal ctag was then deployed and the surgery was completed. The patient was and continues to be tolerating the procedure well.